Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device discarded by the hospital.

Event description:
The sales representative reported on behalf of the customer that the tip of a 3mm apex pin allegedly broke during fixation and got lost in the bone marrow of a patient. The customer further reported that attempts were made to locate the tip which resulted in a delay to surgery, although the length of the delay is currently unclear the customer reports that the tip could not be retrieved and that it remains in the marrow. The customer reports that the tip is not causing any pain.